Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels ranging from approximately 40 mg/dl to over 500 mg/dl and headaches. Low bg was addressed via consumption of carbohydrates. High bg was addressed via unspecified insulin delivery. No additional information was provided.